Event description:
It was reported that a malfunction alarm occurred on the pump with no notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was informed to contact support again if the malfunction recurs.